Event description:
Surgery was performed to remove the broken screw, however, a part of the broken screw could not be removed and remained in the pt body.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.